Manufacturer narrative:
Calibration signals were below expectations. Controls were within range on the day of the event. A general reagent problem can be excluded because isolated non-reproducible results do not represent a general malfunction of the assay. The sample centrifugation time was shorter than recommended by the tube manufacturer. A review of the reagent batch record showed no quality issues and performance was according to specification and release criteria, with comparable performance to previous lots. The investigation determined the issue is consistent with a pre-analytic sample handling issue of the gel tubes that were used.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with elecsys troponin t hs on a cobas e 801 module. The sample initially resulted in a troponin t value of 72 ng/l. As the result did not match the patient's clinical picture, a second sample was collected from the patient and this resulted in a value of 10 ng/l. The complained sample was then repeated on (B)(6) 2023, resulting in a value of 8 ng/l.

Manufacturer narrative:
The serial number of the cobas e 801 module is (B)(6). The investigation is ongoing.